Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the atb45 does not cut during release procedure (it only sets the staples). Another device was used to complete the case. There was no consequence to the pt.